Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient did not wear a mask. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gm, after every third day, discontinued, route not reported) and ceftazidime injection (1 gm each bag, intraperitoneal, discontinued, frequency not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.